Manufacturer narrative:
The manufacturer did not receive devices or xrays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Due to fact that this is a legal claim, or legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all info concerning the case to our complaint handling department. As soon as supplemental info becomes available an updated report will be submitted. A cause for this specific event cannot be ascertained from the info provided. Once more detailed info becomes available, a follow-up report will be filed. (B)(4).

Event description:
A product liability claim was raised. It was reported, that a winterthur hip was implanted on (B)(6) 2005 on the left side. The pt underwent a revision surgery on (B)(6) 2013 due to the breakage of the insert. The head and the insert were revised.